Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient presented to the facility and computed tomography (CT) was performed, which showed the closure device was not positioned in the laa. It was further noted that the closure device fell into the abdominal aorta. The patient was stable after this event and a device recovery procedure was planned to take place. It was further reported that the closure device was successfully explanted via a percutaneous snare.

Manufacturer narrative:
D6a: implant date- corrected from 06/01/2021 to (B)(6) 2021. D6b: explant date- estimated as the exact date of device explantation was unknown, however, it was noted that a recovery procedure was planned to be performed within the week of (B)(6) 2021.

Manufacturer narrative:
Implant date- estimated since the date of the implant was not provided.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient presented to the facility and computed tomography (CT) was performed, which showed the closure device was not positioned in the laa. It was further noted that the closure device fell into the abdominal aorta. The patient was stable after this event and a device recovery procedure was planned to take place.